Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery status indicator on the heart lung console was red although the user charged the batteries for 24 hrs. The user attempted to charge the batteries on two occasions with the same result. The device was used for the procedure. The user reported the surgical procedure was competed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.